Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the t.w. Power supply was making loud noises but still functioning. However the customer did not have confidence in the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).